Event description:
During a ptca procedure, the shaft of the catheter broke. The balloon was inflated twice to a maximum of 10 atmospheres. While attempting to retract the catheter, the shaft of the catheter broke. The balloon segment remained in the pt and was removed with a snare. Pt status is listed as "okay'.